Manufacturer narrative:
Updated fields: h6 - evaluation method codes; evaluation conclusion codes. B3. Event date was estimated based on the earliest procedure date noted in the literature article. Details of the event, including patient status and product information, were not provided to bsc. Because the product lot is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other specific product information. If additional details become available, a supplemental report will be submitted. Beeman, b. R., kuhn, b. A., recht, m. H., muck, p. E., & schneider, p. A. (2021). Duplex ultrasound surveillance after transcarotid artery revascularization (tcar) in clinical practice. Annals of vascular surgery, 72, 330-339. Https://doi.org/10.1016/j.avsg.2020.09.065.

Event description:
It was reported via literature that a patient who underwent a transcarotid artery revascularization (tcar) procedure experienced a stroke and stent thrombosis. This study was a retrospective duplex ultrasound (dus) data review of 97 patients from march 2017 to january 2020 who underwent tcar. Once percent of the patients treated experienced an intraprocedural stroke. Additionally, the stent had thrombosed requiring a cutdown thrombectomy and tissue-type plasminogen activator. No further information was provided to boston scientific.

Manufacturer narrative:
B3. Event date was estimated based on the earliest procedure date noted in the literature article. Details of the event, including patient status and product information, were not provided to bsc. Because the product lot is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other specific product information. If additional details become available, a supplemental report will be submitted. Beeman, b. R., kuhn, b. A., recht, m. H., muck, p. E., & schneider, p. A. (2021). Duplex ultrasound surveillance after transcarotid artery revascularization (tcar) in clinical practice. Annals of vascular surgery, 72, 330-339. Https://doi.org/10.1016/j.avsg.2020.09.065.

Event description:
It was reported via literature that a patient who underwent a transcarotid artery revascularization (tcar) procedure experienced a stroke and stent thrombosis. This study was a retrospective duplex ultrasound (dus) data review of 97 patients from march 2017 to january 2020 who underwent tcar. Once percent of the patients treated experienced an intraprocedural stroke. Additionally, the stent had thrombosed requiring a cutdown thrombectomy and tissue-type plasminogen activator. No further information was provided to boston scientific.